Event description:
The power supply for over 10 stryker lp-15 defibrillators in the hospital have failed and stryker is aware that this is a major problem. We are unable to acquire replacement power supplies from stryker and this is leaving us short without working defibrillators. Stryker knows this is a known issue and I have not seen a recall on this defect. Reference reports: mw5145707, mw5145708, mw5145709, mw5145710, mw5145711, mw5145713, mw5145714, mw5145715, mw5145716.